Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will be reported on 0009613350-2017-00062.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported in a journal article that the patient experienced loosening after 15 months. No further information is available.